Event description:
It was reported the anvil dislodged from the stapler during a low anterior resection. Tissue was excised to remove the device. A reanastomosis was created with a new device to complete the case. There was no further consequence to the patient.